Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the clave port remained in the open position; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported that an unspecified syringe was used to access the clave port on the tubing set. It was reported that upon removal of the syringe, the silicone sleeve of the clave port remained depressed, and an unspecified volume of blood loss was noted. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.